Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the power supply was not producing the expected 24 volts of direct current (vdc) output, instead, it was 0 vdc.

Manufacturer narrative:
Per the field service representative (fsr), the cables on the power supply were reset and the unit operated without fail.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit had a bad power supply. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the unit was visually inspected an was no physical damage found. The unit was powered up on the test bench at full load and output was present. The unit was cycled through multiple on/ off cycles and tested at full load and minimum load and no failures were found. The unit was burned in at full load for four hours and no failures were found. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the power supply at the recommendation of the manufacturer's technical support specialist. The unit operated to the manufacturer's specifications.